Manufacturer narrative:
Product analysis: analysis confirmed that when creating a portable document format (pdf) in the application and an attempt was made to send it to the universal serial bus (usb), by using "send to", the screen froze. According to the logs, an exception occurred while reopening the socket when the application came to the foreground.this is a known background foreground issue what was fixed with a new version. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmers screen had froze when saving the pdf to the usb in the mobile programmer application. After that, the application was rebooted, but the same event occurred twice. The pdf could be saved the third time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was incorrect programming/programming difficulty with the programmer. It was noted that the programmer screen froze by storing portable document format (pdf) in the universal serial bus (usb) memory stick when the mobile programmer application was run. The issue was attempted to be resolved by shutting down and rebooting the application, however the same event occurred twice. The issue was noted to resolve with a reboot. The programmer remains in use. No patient complications have been reported as a result of this event.